Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history identified no similar incidents reported from this lot. Based on the available information, a cause for the reported leak/splash could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.na

Event description:
This is filed to report the loss of fluid column in the steerable guide catheter. It was reported that this was a reclip mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). During functional inspection of the steerable guide catheter (sgc) prior to use, it was noted that the hemostatic valve (fluid column) would not hold fluid column. This was noted during the fluid column test. The sgc was re-prepped a second time with the same results. It was decided to discard this sgc and prepare another sgc. The second sgc was prepared successfully and the procedure was completed without further incident. Mr was reduced to grade 1 with one mitraclip. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.